Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported during ongoing use, high threshold values were observed on the right ventricle (rv) lead. The lead was capped off and a new lead was placed.